Event description:
Baxter technical service center in foreign country reports fluid in pneumatic area of returned homechoice device. Historical information from a comprehensive investigation of this issue indicates the source of fluid to be from a leak in cassette homechoice set during use. No actual leak, patient injury or medical intervention was reported at time of hardware return.